Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the user facility and legal manufacturer¿s investigation. The legal manufacturer could not determine the root cause, as they did not received the device. The following cause is presumed based on the investigation result. It is presumed that the event in question occurred because the communication between the processor and the camera head was impossible due to cable damage. Although the product shipment records were confirmed, no abnormality was found in the product. The damage of the cable is considered to have been caused by user handling. The device instruction manual was reviewed and confirmed the contents of the IFU, confirmation of description of the instruction manual regarding the cable damage, confirming the contents of the instruction manual which was provided during delivery of the product, the following description was found. Therefore, it is determined that the event in question can be prevented. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. A review of the DHR found no abnormality in the manufacturing of the device.

Manufacturer narrative:
The camera head was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The service technician found the device was not providing an image on the display due to a damaged cable. The cable needed to be replaced. The device was repaired and returned to the customer.

Event description:
The user facility reported to olympus that the camera head was not recognized by the processor. The issue was observed while preparing the device for use. There was no impact to the patient.